Event description:
It was reported that the radiofrequency (rf) head connector on the programmer was working intermittently. The rf programmer head will not have any lights at first and when the connector is pressed on the lights come on. The rf head was changed out, but the situation did not resolve. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the connector for the radiofrequency programmer head on the programmer was working intermittently, it was loose and it was noted that the electrocardiogram connector was loose as well and the link electronic module printed circuit board was therefore replaced and calibrated. Analysis also found that the power cord bay door and the keyboard latch were broken off, the left keyboard hinge was broken and the stylus was broken. All found defective parts were replaced. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).